Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient undergoing csf management surgery. It was reported that the evd small bell was "drained" to the water storage bag, and that the drainage tube was not completely packaged. The issue occurred prior to use, and the device was replaced as a result. There were no related patient symptoms. Additional information received reported that when placing the drainage tube, the integrity of the passage had been confirmed, and there was no pulling condition. When the blood was drained, the main system piston was leaking.

Manufacturer narrative:
The returned product was open upon arrival. The device did not meet the requirements for leak and patency testing due to the reflux valve of the drainage bag not being on the interior of the drainage bag. It is unknown how this occurred. No anomalies were observed upon a review of the DHR. The device did not leak from the main system piston. Therefore the nature of the complaint could not be replicated by laboratory personnel. Proteinaceous debris was observed on the interior of the device. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.